Manufacturer narrative:
Concomitant products: 37601 dbs ipg, 37085-95 neuro extension, 37085-95 neuro extension, 3387s-40 dbs lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had far field r wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead was over-sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.